Manufacturer narrative:
Concomitant medical product: product ID: d224drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained ventricular tachycardia (vt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.